Event description:
Essure had moved from it's location in the fallopian tube. Causing severe pelvic pain and irregular bleeding. Had to have numerous diagnostic procedures done to see it was located and pending surgery.